Event description:
It was reported that the physician was experiencing problems with the programming system and it was frozen at the main menu screen. The physician noted that this occurs very frequently. It was noted that a hard reset had to be performed to resolve the frozen screen. When the hard reset was performed, the screen alignment menu appears instructing the user how to align the screen. Troubleshooting was performed by the manufacturer representative, and it appears that the screen was not aligned properly. Since the physician was experiencing multiple difficulties with the hand held, a new programming system was sent to the site. The non-working programming system has been returned to manufacturer where analysis is underway.